Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements of 11 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the patient's clinic was to bring the patient in for troubleshooting and then they would continue to monitor the patient. There was no scheduled date for this appointment. No adverse patient effects were reported. The lead remains in service.